Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the abbott representative met with the patient on (B)(6) 2017, for post-op programming and was unable to communicate with the patient¿s ipg. The following error message was received "a problem was found with the generator that could not be repaired. Contact sjm technical support". The ipg was put into surgery mode prior implant on (B)(6) 2017. After implant, the ipg was taken out of surgery mode and an impedance check was done during the procedure. Review of the cp logs confirmed the ipg had gone into ¿service app¿ mode. The abbott representative attempted to recover the ipg from service app mode without success. The patient¿s ipg was replaced with a new restoring stimulation.

Manufacturer narrative:
Event date corrected. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.